Manufacturer narrative:
(B)(4). Batch # n92n8d. Investigation summary: the device was received partially disassembled and the nose cone was not returned. No functional testing could be done due to the condition of the returned device. Therefore we were unable to investigate further the reported issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the internal wires were disconnected. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lap gastric bypass procedure, the harmonic handpiece did not work. It didn¿t pass the test. The hospital doesn¿t know anymore what notification was showed on the gen11. The handpiece still has 28 times to go. They have no clue what it is, they are very experienced users. Unpacked new handpiece.